Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. From the returned sample, observed transparent silicone-like material on the inner wall surface of the needle cover. No visible silicone was observed on the catheter tubing. The ftir results identified the transparent silicone-like material as silicone which is likely similar material with the tipping lube and catheter lube. The silicone on the inner wall surface of the needle cover could be the silicone on the catheter tubing being transferred to the needle cover. It is likely that the catheter tubing touches the inner wall of the needle cover during opening of the product.

Event description:
It was reported that bd angiocath plus 20ga x1.16in had silicone in the needle cap. Silicone at the needle cap.